Event description:
Discordant psa results were obtained with patient samples on an immulite 2000 analyzer. The initial results were released to the physician(s). The laboratory re-tested the patients utilizing different samples on the same analyzer. The repeat results were reported to the physician(s). There were no known reports of patient treatment being altered, delayed, or withheld due to the discordant psa results. There were no known reports of adverse health consequences due to the discordant psa results.

Manufacturer narrative:
A siemens healthcare diagnostics inc. Field service engineer (fse) was dispatched to the customer site for instrument evaluation. After evaluating the instrument and instrument data, the fse proactively replaced the substrate pump, pmt ps, pmt ps monitor and the slave 4 attenuator disk home sensor. The fse also performed substrate decontamination, watertest and ran qc. The qc results were acceptable. The fse returned the following day and replaced the tube processor that includes the incubator and ran qc. The qc results were acceptable. The fse concluded that the cause of the discordant psa results was due to a worn-out incubator in the system. The instrument is performing according to specifications. No further evaluation of the instrument is required.